Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 04-apr-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient experienced spline detachment which required surgical intervention and prolonged hospitalization. It was reported that during left atrium (la) mapping, a spline separated from the pentaray nav high-density mapping eco catheter. La mapping was being conducted by the pentaray nav high-density mapping eco catheter, when a noise occurred on the pentaray nav high-density mapping eco catheter 9-10. Catheter failure was suspected. The operator stated that there was resistance felt during the catheter operation and when the catheter body was checked, separation of spline 9 -10 was confirmed. The separated spline was confirmed under fluoroscopy. It was decided to surgically remove the spline and a request of treatment was made to cardiovascular surgery. The ablation procedure was discontinued. The patient¿s condition did not worsen and their hemodynamics were stable. The physician commented that ¿the pentaray was recognized to be contraindicated for prosthetic valves, but issue occurred although it was thought to be possible to map with meticulous attention.¿ additional information was received on the event on (B)(6) 2022. The patient outcome of the adverse event is improved; the patient is stable after surgical treatment. The patient required extended hospitalization because of the adverse event. The patient is still in the hospital. There was resistance during catheter manipulation. The physician commented that he felt resistance but did not forcibly remove the catheter. The resistance observed was not with vasculature or sheath. It was stuck in the mechanical valve. The physician was aware of contraindication of use with the prosthetic valve. Additional information was received on the event on (B)(6) 2022. The patient was stable with no change in the condition before and after the spinal excision. It was confirmed that the spline could be removed with forceps and there was no problem with the function of the mechanical valve. The resistance was felt when the spline got entangled with the artificial valve. Although resistance was felt, it was not forcefully pulled out. However, the doctor commented that the treatment might have been changed if he could stop it when he felt some resistance. The investigators judgment on the health injury was that it was serious. They felt it was related to the product. The patient had atrial tachycardia (at) after maze surgery 5 years ago. When at was present, tachycardia ceased by mapping with pentaray nav high-density mapping eco catheter and box isolation. Because premature atrial contraction (pac) occurred frequently, it was decided to treat the patient this time per patient preference. Additional information was received on the event on (B)(6) 2022. It was confirmed that the spline was stuck at the mechanical valve and was torn. This description is being understood by the biosense webster clinician as the spline was stuck on the mechanical valve and was torn off of the device. Should additional information become available regarding this statement, complaint will be reassessed accordingly. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The event was also assessed MDR reportable for a tip fully separated issue and medical device entrapment with excessive manipulation required issue. The noise issue was assessed as not MDR reportable. The risk to the patient was low.

Manufacturer narrative:
Additional information was received on the event on 19-apr-2022. The patient is 75 years old weighing 64kg. The patient outcome of the adverse event was improved after the surgical treatment, and stable. The patient required extended hospitalization because of the adverse event for surgical treatment. The generator used in the case was a smartablate generator. The sheath¿s used in the case was vizigo and sl0 (competitor¿s). There was resistance during catheter manipulation. The physician commented he felt resistance but did not forcibly remove the catheter. The resistance observed was related to the device being stuck in the mechanical valve. The physician was aware of contraindication of use with prosthetic valve, the physician was fully aware that pentaray nav high-density mapping eco catheter was contraindicated for use in patients with prosthetic valves, he judged the pentaray nav high-density mapping eco catheter to be able to use in mapping by careful attention, but unfortunately the adverse event occurred. Therefore, updated a. Patient information. The device evaluation was completed on 21-apr-2022. It was reported that a female patient underwent an atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient experienced spline detachment which required surgical intervention and prolonged hospitalization. It was reported that during left atrium (la) mapping, a spline separated from the pentaray nav high-density mapping eco catheter. La mapping was being conducted by the pentaray nav high-density mapping eco catheter, when a noise occurred on the pentaray nav high-density mapping eco catheter 9-10. Catheter failure was suspected. The operator stated that there was resistance felt during the catheter operation and when the catheter body was checked, separation of spline 9 -10 was confirmed. The separated spline was confirmed under fluoroscopy. It was decided to surgically remove the spline and a request of treatment was made to cardiovascular surgery. The ablation procedure was discontinued. The patient¿s condition did not worsen and their hemodynamics were stable. The physician commented that ¿the pentaray was recognized to be contraindicated for prosthetic valves, but issue occurred although it was thought to be possible to map with meticulous attention.¿ additional information was received on the event on 13-mar-2022. The patient outcome of the adverse event is improved; the patient is stable after surgical treatment. The patient required extended hospitalization because of the adverse event. The patient is still in the hospital. There was resistance during catheter manipulation. The physician commented that he felt resistance but did not forcibly remove the catheter. The resistance observed was not with vasculature or sheath. It was stuck in the mechanical valve. The physician was aware of contraindication of use with the prosthetic valve. Additional information was received on the event on 13-mar-2022. The patient was stable with no change in the condition before and after the spinal excision. It was confirmed that the spline could be removed with forceps and there was no problem with the function of the mechanical valve. The resistance was felt when the spline got entangled with the artificial valve. Although resistance was felt, it was not forcefully pulled out. However, the doctor commented that the treatment might have been changed if he could stop it when he felt some resistance. The investigators judgment on the health injury was that it was serious. They felt it was related to the product. The patient had atrial tachycardia (at) after maze surgery 5 years ago. When at was present, tachycardia ceased by mapping with pentaray nav high-density mapping eco catheter and box isolation. Because premature atrial contraction (pac) occurred frequently, it was decided to treat the patient this time per patient preference. Additional information was received on the event on 27-mar-2022. It was confirmed that the spline was stuck at the mechanical valve and was torn. This description is being understood by the biosense webster clinician as the spline was stuck on the mechanical valve and was torn off of the device. Should additional information become available regarding this statement, complaint will be reassessed accordingly. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal side of the spine was found detached, the detached area presented elongation. All electrodes were missing and internal components are exposed in the tip area on the pentaray nav eco catheter. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. During the investigation, no issues were observed on the catheter that could cause the entanglement with another catheter it could be related to the procedure; however, this cannot be conclusively determined., other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: do not use the catheter in patients with prosthetic valves. This patient population is subject to increased risk of embolization of components and resultant patient sequelae. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).